Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii y 24gax0.75in prn/ec slm adapter was defective / damaged. The following information was provided by the initial reporter: ¿time of use: (B)(6) 2025 purpose: to administer intravenous fluid therapy to a patient. Problem: heparin cap leaked from a crack in the port. Harm to patient: none treatment: replace heparin cap¿

Manufacturer narrative:
1. DHR/bhr review (lot#3262334): 1) the products of this batch were assembled at intima ii auto line 2 in nov 2023 and packaged at r240 package line in nov 2023. Work order quantity was 99,000 pcs. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 2. No defective samples and photos have been received. 3. The retained sample of this batch is taken, and the appearance of the prn is checked, and no cracks are found. The 45psi leakage test is conducted on the sample, and the test result shows that there is no leakage at the prn. Conclusion(s): no abnormality is found on production process and retained sample. As the defect status of the complained sample cannot be identified, and the usage of the sample is unknown, the root cause of this defect cannot be determined. The plant will continue to pay attention to and monitor such defects.

Event description:
No additional information is available.